Manufacturer narrative:
Request was performed for additional information including lot number however lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately no specific lot number was identified which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced high blood glucose on (B)(6) 2026 due to under delivery likely from inserting the infusion set into scar tissue.the event was managed with a pump bolus. No further information available.